Event description:
Bd phaseal optima vial protector did not expand when reconstituting 4 vials of adcetris. The technician injected sterile water for injection (swfi) 10.5mls into vial and balloon did not expand. Technician had great difficulty removing drug from vial via closed system transfer device (cstd).